Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the device is heating and has no power. The reported event was partly confirmed. The supplier evaluation revealed that the potting on the hall electronics is broken and the sensor magnet in fixing is partly loose. Furthermore, the ball bearing is loud and leaking and the trigger is worn out.

Event description:
It was reported that the device is heating and has no power. There was no harm for the patient, operator or third party reported. No further information received.